Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823113) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the valve mechanism, as mentioned in the adverse event section of the IFU: "accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed". If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a 1-year-old infant who had hakim valve implanted on (B)(6), 2024 due to pediatric hydrocephalus. "On an unknown date, shunt pressure got re-adjusted twice later implantation, but now pressure was not get adjusted, doctor tried to adjust number of times from past 4 days with different timings and also with the different programmers, presented with raised ict complaints (intracranial pressure increased). Doctor attempted to reduce the pressure tried with different programmers but unable to set the pressure, notch is not moving confirmed on x-ray and suspecting shunt malfunction. Neurosurgeon claims it may be a shunt malfunction." Additional information received: events onset date - september 1, 2025. Valve was removed and replaced on (B)(6) 2025. Did the patient had any signs and symptoms due to the product problem? "Patient felt drowsiness " current status of the patient: "doing good."

Manufacturer narrative:
Updated fields: b3, d9, g3, g6, h2, h3, h11. Additional information: medical history: pediatric hydrocephalus. Onset date of the event: 30/08/2025. Any clinical event due to suspect device or not: no. Hospitalization details: patient got admitted on (B)(6) and went for the shunt revision surgery on (B)(6) and got discharged on (B)(6). Seriousness criteria "disability/permanant damage": no disability/permanent damage, shunt malfunction got identified on right time and revision has done on immediately.

Event description:
N/a.